Event description:
The manufacturer received a report from the patient's family stating that a trilogy evo ventilator emitted an alarm sound that had not been previously heard by the family and that the power forcibly shut down twice. The specific alarm was not identified. No patient harm or injury was reported. The device was returned to the manufacturer for evaluation. An operational check was performed; however, the reported issue could not be reproduced. A functional test was performed and no abnormalities were identified. The device error log was successfully downloaded and reviewed. Review of the logs identified a "ventilator service required" alarm associated with a potential speaker assembly malfunction, including speaker failure, speaker disconnection, display pca speaker driver failure, or microphone failure. Based on the investigation results, it was determined that a temporary malfunction of the speaker assembly occurred, resulting in the alarm condition. The reported issue of the power forcibly shut down could not be reproduced during testing. Based on the investigation findings, it was determined that a temporary malfunction within the device control system likely occurred, resulting in the reported issue. The system printed circuit assembly (pca) and display printed circuit assembly (pca) were replaced. Following repair, final testing, battery verification, valve testing, run-in testing, and cleaning were performed. The device successfully passed all applicable tests and was confirmed to be operating within specifications.

Manufacturer narrative:
The reported failure of power forcibly shut down is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.